Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device right ventricular lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. No intervention has been performed at this time and the device remains implanted and in service. No adverse patient effects were reported.